Event description:
The customer obtained higher than expected vitros tsh quality control results while using the vitros 5600 integrated system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous tsh results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
The investigation confirmed that higher than expected tsh quality control results were obtained while using the vitros 5600 integrated system. The most likely cause are instrument related issues. Routine maintenance of the metering subsystems by the customer returned the instrument to expected operation, however, mishandled or improperly reconstituted control fluid vials could not be ruled out as a contributing factor.